Event description:
Coiling of a 12mm ruptured basilar apex aneurysm in a female patient. It was reported physician chose n-8-20-t18 as third coil. The coil went 1/2 way into aneurysm and physician attempted to reposition. Upon attempt to reposition, the coil stretched. During coil and catheter manipulation attempting to remove sretched coil, the coil manually detached at the detachment zone in the micro catheter, leaving coil 1/2 in the aneurysm and 1/2 in the patient's parent artery. Physician utilized microvena snare and successfully removed stretched/manually detached coil from the aneurysm/parent vessel. No complications were reported to have occurred with the patient as a result of this event.